Event description:
Reporter alleged discrepant pt blood glucose device results when comparative testing was performed using two professional meters. Reporter stated meter #1 yielded a result of hi taken at 1146 back to back with a result from meter #2 of 159 mg/dl at 1149. As a result, reportedly a retest was performed and meter #1 measured 150 mg/dl at 1149 back to back with a result from meter #2 of 531 mg/dl at 1150. No treatment was reportedly rec'd by the pt based on the meter readings; however, was treated with 8 units of regular insulin based on a lab result of 437 mg/dl performed at 1241. Reporter indicated according to the memory control testing was performed at 1316 and level 2 failed; however, a repeat test at 1318 indicated the ranges were stated to have passed. A request was made for the return of the suspect device and replacement product was sent.